Manufacturer narrative:
Initial reporter: facility name: - (B)(6). This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
This medwatch is related to initial report 1823260-2016-00198-00. The customer has clarified that some of the data in report 1823260-2016-00198-00 was actually run on a 2nd e 411 analyzer with serial number (B)(4). This report will cover the data provided for the 2nd e411 analyzer with serial number (B)(4). Refer to report 1823260-2016-00198-00 for the 1st e411 analyzer with serial number (B)(4). Some of the data in this report will not match the data in the original report 1823260-2016-00198-00 as the customer has provided hard copy data that has clarified some of the values. The erroneous troponin t hs stat (high sensitive short turn around time) troponin t hs stat tests performed on the 2nd e411 analyzer with serial number (B)(4) will be covered in this report. The erroneous results were not reported outside of the laboratory. Patient sample (B)(4) initial troponin t hs stat result was 14.94 pg/ml with a data flag from the 2nd e411 analyzer with serial number (B)(4). The sample was repeated on this analyzer and the result was 5.93 pg/ml. The sample was repeated on the 1st e411 analyzer with serial number (B)(4) with a result of <3.00 pg/ml with a data flag. The historical result for this patient was <3.0 pg/ml. On (B)(6) 2016 patient sample (B)(4) ((B)(6) years old) initial troponin t hs stat result was 4.43 pg/ml on the 2nd e411 analyzer with serial number (B)(4). The sample was repeated twice on this analyzer with results of 12.00 pg/ml and 3.89 pg/ml. The customer provided an additional patient sample (B)(4) ((B)(6) year old male) initial troponin t hs stat result on (B)(6) 2016 of 16.66 pg/ml with a data flag on the 1st e411 analyzer with serial number (B)(4). The sample was repeated on this analyzer with a result of 3.62 pg/ml. The sample was repeated on the 2nd e411 analyzer with serial number (B)(4) and the result was <3.00 pg/ml. No adverse event occurred. The troponin t hs stat reagent lot number was 187548. The expiration date was not provided.

Manufacturer narrative:
It was noted that the field service engineer installed an anti-static kit on the instrument.

Manufacturer narrative:
The customer provided a table documenting other erroneous troponin t hs stat results that had not previously been reported. It is not clear which e411 analyzer produced which result.

Manufacturer narrative:
A visit was made to the customer site to discuss the issues. The customer was provided information on the usual causes of erroneously high and erroneously low results. It was noted that since the issues involve two e411 analyzers performing the same way, the cause of the discrepant results points to an environmental issue; however, since the environment cannot be duplicated, it is not possible examine this further. As a pro-active measure, the customer will re-train laboratory personnel concerning pre-analytical procedures.

Manufacturer narrative:
The customer provided new results that were erroneous for sample ID (B)(6). On (B)(6) 2016 the initial troponin t hs stat result from the e411 analyzer with serial number (B)(4) was 22.28 pg/ml with a data flag. The sample was repeated twice with results of 11.09 pg/ml and 11.00 pg/ml. On (B)(6) 2016 the sample was repeated twice on the e411 analyzer with serial number (B)(4) and the results were 1241 pg/ml with a data flag and 1213 pg/ml with a data flag. The low results were considered to be incorrect. On (B)(6) 2016 a new sample from this same patient (new ID (B)(6)) was obtained and the initial troponin t hs stat result from the e411 analyzer with serial number (B)(4) was 13.38 pg/ml. The repeat result was 1130 pg/ml with a data flag. The result of 13.38 pg/ml was believed to be incorrect. The customer also provided erroneous results for 2 patients tested for n-terminal pro b-type natriuretic peptide (probnp). It is not known if these patients were adversely affected or if erroneous results were reported outside of the laboratory. This information has been requested. On (B)(6) 2016 patient 1 (male, (B)(6) years old) initial probnp result from the e411 analyzer with serial number (B)(4) was <5 (unit of measure not provided). The sample was repeated and the result was <5. The sample was repeated on the e411 analyzer with serial number (B)(4) and the result was 11.51. On (B)(6) 2016 patient 2 (female, (B)(6) years old) initial probnp result from the e411 analyzer with serial number (B)(4) was <5 (unit of measure not provided). The sample was repeated and the result was 1769 with a data flag. The sample was repeated on the e411 analyzer with serial number (B)(4) and the result was 1633 with a data flag. The low results for both patients were believed to be incorrect. During the investigation of the provided data, it was noted that quality controls were high between (B)(6) 2016 which might be an indication of a general local issue. A specific root cause could not be identified. Additional information was requested for investigation but was not provided.

Manufacturer narrative:
The customer provided new results that were erroneous for (B)(6). The initial troponin t hs stat result from the e411 analyzer with serial number (B)(4) was 17.98 (unit of measure not provided). The sample was repeated on the e411 analyzer with serial number (B)(4) and the result was 873.6 (unit of measure not provided). The sample was repeated on the e411 analyzer with serial number (B)(4) and the result was 925.3. No adverse event occurred.

Manufacturer narrative:
The customer provided additional erroneous results for an additional patient with (B)(6). On (B)(6) 2016 the initial troponin t hs stat result was 15.2 pg/ml with a data flag on the e411 with serial number (B)(4). The sample was repeated on the same analyzer with a result of 6.06 pg/ml. The sample was also repeated on the e411 analyzer with serial number (B)(4) and the result was 8.24 pg/ml. No erroneous results were reported outside of the laboratory and this patient was not adversely affected.